Event description:
On (B)(6) 2022, during device evaluation performed at zoll, the autopulse platform (s/n (B)(4) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
On (B)(6) 2022, during device evaluation performed at zoll, the autopulse platform (s/n (B)(4) failed the load cell characterization test. The root cause was found to be a defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. The load cell was replaced to remedy the fault. Upon visual inspection, zoll service personnel noted a hole on the load plate cover that affects the watertight seal. The root cause for the observed physical damage was likely attributed to user mishandling. The load plate cover was replaced to address the observed damage. A review of the archive data showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). A load cell characterization test was performed and confirmed load cell module 2 was over-reporting, affecting the linearity of the two load cells installed in the autopulse platform. The autopulse platform passed the initial functional test without any fault or error. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).